Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor was unable to detect an ECG signal. Upon investigation the driven ground monitor signal wire was pinched in the belt connector and component u611, a 50ma low dropout linear regulator, had no output. The cause for the inability to detect an ECG signal was the pinched wire and the defective u611 component. The root cause for the pinched wire and the defective u611 component cannot be positively determined. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) was unable to detect the ECG signal. The last pt to use this monitor did not report any deficiencies.